Manufacturer narrative:
It was found that after cleaning the dirt, the image quality was within olympus standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the videoscope cable, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image on the monitor due to dirt deposition on the pins. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that the event occurred due to dirt deposition was found on the pins. Olympus will continue to monitor field performance for this device.